Event description:
According to the reporter, during a laparoscopic appendectomy, the stapler was unable to fire. The green button was not pressed but the handle can be squeezed. A second stapler with the same lot number is used but the same thing happened. A third stapler was used and loaded with the same reload as loaded with the first two staplers and it was used to complete the surgery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.